Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's outlet side panel was replaced to address the issue. Additional findings not related to the malfunction/issue was the system board being proactively replaced on the device. After replacing the parts on the device, a final and running test, battery and valve checks, and a cleaning of the device was performed. The device was found to be operational.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's outlet side panel was replaced to address the issue. Additional findings not related to the malfunction/issue was the system board being proactively replaced on the device. After replacing the parts on the device, a final and running test, battery and valve checks, and a cleaning of the device was performed. The device was found to be operational. The outlet side panel was evaluated by the manufacturer's product investigation laboratory (pil) and found the outlet side panel functioned as designed and operated without issue or error codes.